Event description:
Patient received hair removal on upper lip and presented with a blister and the physician stated that this will develop as a scar. The physician also prescribed keflex (antibiotic) to prevent infection and biafine to reduce the inflammation.

Manufacturer narrative:
Cynosure tech inspected the unit and found low transmission error and handpiece windows with burnt windows. Customer must follow proper usage and maintenance for the laser system to prevent injury to patient. Cynosure tech replaced the windows and instrument is working within cynosure specifications.